Event description:
It was reported that the customer received a no delivery alarm when he tried to reset his insulin pump because he had a high blood glucose level. He treated his high blood glucose level with a manual injection. His most recent blood glucose level was 349 mg/dl. The product was not retuned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).